Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contact stated the cycler prompted with a "notice: draining slowly" message that occurred in drain 4 of 4 of treatment. The patient was connected during the incident. A fluid leak was discovered during tx complete - step 9 remove cassette of treatment. Fluid was discovered in the pump module area; fluid was discovered on the external of the cassette; fluid leaked from a pin hole in each half circle of the cassette. The film on the back of the cassette was not loose. The patient cancelled the treatment and continued with continuous ambulatory peritoneal dialysis (capd) and spoke with the peritoneal dialysis registered nurse (pdrn). Upon follow-up, the patient contact stated a fluid leak was discovered during tx complete - step 9 remove cassette of treatment after treatment was cancelled and when opening the cassette door. Fluid was discovered in the pump module area and on the external of the cassette. The film on the back of the cassette was not loose. Fluid leaked out from the cassette door area. The patient contact stated the cycler prompted with m31 air detected in cassette and draining slowly messages during drain 2 of 4 of treatment and prior to the leak. The patient knew how to perform continuous ambulatory peritoneal dialysis (capd) and stated the patient was able to complete treatment using manuals on the night of the reported event. No patient adverse effects were experienced, and no medical intervention was required. The patient has since resumed treatment using the cycler without further issue. The patient contact stated the cycler set (cassette) used available to be returned for investigation.